Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c.¿ therapy. The physician described the purpose of referral for v.a.c.¿ therapy as "for management of 'very persistent' decubitus ulcers to bilat [bilateral] buttocks despite aggressive home health management of them for over a year." The patient's co-morbidities and past medical history were not provided so it is unknown what other potential risk factors may have caused or contributed to the infection. The nurse also stated v.a.c.¿ therapy is still planned to be re-applied. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill¿ therapy system). Refer to dressing application instructions (found in v.a.c.¿ dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.¿ therapy should be discontinued. Precautions the v.a.c.¿ therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area, -untreated or inadequately treated infection, -inadequate hemostasis of the incision, -cellulitis of the incision area. Device not returned.

Event description:
On may 23 2017, the following information was reported to kci by nurse: the nurse requested a v.a.c.¿ therapy hold beginning (B)(6) 2017 due to an infection. On may 24 2017, the following information was reported to kci by nurse: on (B)(6) 2017, the nurse observed the wound which allegedly appeared infected with an odor. A wound culture was obtained on (B)(6) 2017, and the physician is pending culture results to determine if antibiotic therapy will be required. The nurse is currently treating the wound with honey alginate with some improvement noted and v.a.c.¿ therapy was placed on hold. On jun 06 2017, the following information was reported to kci by nurse: on (B)(6) 2017, the wound culture was positive for escherichia coli. On (B)(6) 2017, the patient was placed on antibiotic therapy. The nurse subsequently stated they experienced difficulty obtaining a seal due to the difficult wound location and believes that may have contributed to the infection. The nurse confirmed the wound is improving and they plan to re-apply v.a.c.¿ therapy once the antibiotic therapy has been completed. On jun 13 2017, the following information was reported to kci by nurse: on (B)(6) 2017, the patient completed his antibiotic therapy, and the wound has improved. V.a.c.¿ therapy has not been re-applied but it is still planned to be re-applied. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, kci quality engineering made multiple unsuccessful attempts to retrieve the activ.a.c." Therapy (system). To date, this device is unavailable for evaluation in kci quality engineering, therefore a device evaluation could not be performed. The nurse confirmed the v.a.c.¿ dressing lot number is not available, therefore a device history review could not be performed.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ therapy system.

Event description:
Based on a review of kci records on mar 12 2018 by kci quality engineering, the device was tested per quality control procedure on (B)(6) 2017 by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. Based on review of kci records, on aug 08 2017, the device was tested per quality control procedure by kci service center, and the unit passed the qc checks and met specifications.